Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('right pelvic pain'). In a female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: gastritis and vaginal delivery. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("strong headache"), pain in extremity ("leg pain"), anxiety ("anxiety"), dyspareunia ("pain during intercourse"), polymenorrhoea ("menstruation (B)(6) a month"), abdominal pain ("strong abdominal pain"), vulvovaginal pain ("vaginal pain") and scar pain ("discomfort of scar from surgery"). The patient was treated with diazepam (diazepan), ibuprofen (ibuprofen) and surgery (bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, headache, pain in extremity, anxiety, dyspareunia, polymenorrhoea, abdominal pain, vulvovaginal pain and scar pain outcome was unknown. The reporter considered abdominal pain, anxiety, dyspareunia, headache, pain in extremity, pelvic pain, polymenorrhoea, scar pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin: on (B)(6) 2016, pregnancy negative. Ultrasound scan vagina: on (B)(6) 2017, essure in correct location. Batch no: d40621, production date: 2014-12-09, expiration date: 2017-12-28. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations, during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-apr-2021, quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('right pelvic pain') in a female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastritis and vaginal delivery. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("strong headache"), pain in extremity ("leg pain"), anxiety ("anxiety"), dyspareunia ("pain during intercourse"), polymenorrhoea ("mentruation twice a month"), abdominal pain ("strong abdominal pain"), vulvovaginal pain ("vaginal pain") and discomfort ("discomfort of scar from surgery"). The patient was treated with diazepam (diazepan), ibuprofen (ibuprofeno) and surgery (bilateral salpingectomy on (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, headache, pain in extremity, anxiety, dyspareunia, polymenorrhoea, abdominal pain, vulvovaginal pain and discomfort outcome was unknown. The reporter considered abdominal pain, anxiety, discomfort, dyspareunia, headache, pain in extremity, pelvic pain, polymenorrhoea and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2016: pregnancy negative. Ultrasound scan vagina - on (B)(6) 2017: essure in correct location. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.